Event description:
Us guided biopsy of segment 8 hepatic mass was performed with 7x20g biopsy. Upon completion of the intended biopsies, the 19g introducer needle was removed, with demonstration of a fractured instrument. Imaging showed a 5.5 cm introducer needle fragment lodged with the liver.